Manufacturer narrative:
The inspection of the device by sorc also confirmed followings; the adhesive in the bending section was damaged. The angle range of the bending section was insufficient. The sticker on the connector had peeled off. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear during preparation for use. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that error e216 occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event.